Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. Meanwhile, we cannot rule out the possibility that this event was caused by either other intraoperative factors or other factors related to postoperative management. Because the device (referenced in this report) was not returned to olympus terumo biomaterials corp. For evaluation, the cause of the adverse event have not been specified. The osferion bone void filler package insert states in the following section: adverse events: infection. Fever,pain, local sensation, red flare, inflammation. This report is being submitted as a medical device report is an abundance of caution.

Event description:
Case) a case treated with high tibial osteotomy (hto). After the tibial osteotomy, the resultant bone defect was filled with a piece of bone void filler (hereafter, this product) trimmed corresponding to the shape of the bone defect. Then the osteotomized tibia was fixed with a metal plate and screws all of which are exclusively used for internal fixation. After the surgery, however, the patient developed a surgical site infection. The surgeon administered an antibiotic to the patient. The patient is now under follow-up observation.